Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient initiated a new cgm sensor and began experiencing inaccurate readings despite multiple manual calibrations. The patient was also using a tandem t: slim insulin pump at the time. Over the course of the day and night, approximately 15¿20 blood glucose (bg) tests were performed. Despite these efforts, calibrations were not accepted. Documented bg meter readings included: 5.2, 3.2, 5.3, 4.8, 4.1, 5.3, 3.9, and 2.0 mmol/l. Dexcom cgm readings were not provided during the initial report. On (B)(6) 2025, at approximately 3:00 am, the patient removed both the cgm sensor, and the insulin pump infusion set. Although event details were initially unclear, the patient reportedly developed symptoms including dizziness, confusion, and excessive sweating. She began manually injecting insulin. In a follow-up call with a dexcom technical support representative on (B)(6) 2025, additional details were clarified. It was confirmed that during the event, the dexcom cgm reading was 18.0 mmol/l while the bg meter reading was 2.0 mmol/l, indicating a significant discrepancy. There was conflicting information regarding whether the patient was in an active sensor session at the time, which could not be resolved. During the symptomatic episode, the patient¿s spouse administered apple juice, coca-cola, and glucagon. A bg fingerstick performed by the spouse showed a value of 2.0 mmol/l. Emergency medical services (ems) were contacted, but upon arrival, the patient¿s condition had improved. A subsequent bg reading was 5.0 mmol/l. No treatment was administered, and the patient remained at home following the event. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025 and (B)(6) 2025. The reported glucose values fall within the e zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.